Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The high voltage regulator printed circuit board, generator driver printed circuit board, filament driver printed circuit board, snubber assembly and high voltage tank were replaced. The generator was calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system screen is black and it would not shoot an x-ray. No patient injury was reported.